Manufacturer narrative:
(B)(4). The evaluation failed to determine a single definitive cause of the customer's current issue. Review of documentation identified no adverse trends in conjunction with the complaint issue currently under evaluation. A deficiency was identified, possibly due to sample or reagent carry-over. Further investigation of this quality issue will be conducted.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. Comcomitant medical products: architect probe ln: 8c94-42.

Manufacturer narrative:
The investigation determined that falsely elevated b-hcg results occurred due to carryover on the architect i1000sr platform when the following three steps occur: 1-rubella ancillary diluent has been aspirated by the reagent probe 2-a high concentration b-hcg sample is then aspirated by the reagent probe 3-reagent probe aspirates a negative sample or b-hcg conjugate followed by a b-hcg negative sample. Carryover on the architect i1000sr only occurs when a high concentration b-hcg sample is aspirated after the architect rubella igg (ln 6c17) assay ancillary diluent. The causative agent of the falsely elevated results for the negative b-hcg samples on the i10000sr is the poly sodium 4-styrene-sulfonate component of the architect rubella igg assay specific diluent. This component causes reagent mediated sample carryover of b-hcg into b-hcg negative samples. Carryover was only observed on the architect i1000 platform series. Reformulation of the architect rubella igg/architect b-hcg assays will be evaluated to mitigate against this component binding and carrying high b-hcg samples into low or negative b-hcg samples.

Event description:
The customer states that one patient generated the following erratic results with the architect total b-hcg assay: ID (B)(6): neat= 7.83, 1.90, 0.03 and (-)0.15 miu/ml; 1:15 dilution= 75.80 miu/ml. There is no impact to patient management reported.